Manufacturer narrative:
This report is based solely on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: initial analysis found high current drain. Further analysis found that the high current drain was the result of the eol (end of life) bit being set. With the eol bit disabled, the root cause of the high current drain, or any other anomaly, could not be confirmed. The device is part of the advisory for this model.

Event description:
The device was explanted due to premature depletion. It was returned and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.